Manufacturer narrative:
Photo evaluation summary: during visual evaluation of the image provided, some bubbles were observed in the gel. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient implanted with an 800cc mentor memorygel breast implant experienced capsular contracture baker grade 4 on the right side post-operatively. As a result, the patient underwent explantation on (B)(6) 2023.

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation.  Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 800cc breast implant was found to have some bubbles within the gel. Bubbles in the gel can originate with changes in pressure and temperature which can affect volume. The shell wall is permeable to air, therefore trapped air can form bubbles with changes in pressure or temperature. When left by themselves with no changes in temperature or pressure, bubbles usually dissipate over time, unless trapped by cured gel. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet.  As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).